Event description:
It is reported that a revision surgery was performed in 2008, due to anterior dislocation of the femur over the spine in the articular surface. It was noted during the surgery that the lateral collateral ligament had pulled away from the bone which was causing the posterolateral instability in the knee. Dr was unsure if this occured during the original surgery or was caused by the patient's activity after surgery. The ligament was re-attached to the bone using suture anchors. Implant date is unk.

Manufacturer narrative:
Evaluation summary: the anterior dislocation of the femur with respect to the tibia may have been caused by joint laxity. This laxity was potentially due to compromised lateral collateral ligament (lcl). However, whether the lcl damage was present at the time of the primary surgery or if it occurred after surgery is unable to be determined. The replacement of the size e-12mm lps-mobile articular surface with a size 20mm articular surface suggests that a thicker articular surface was needed for joint stability. The choice to keep the femoral and tibial components implanted indicates that they were not identified as a cause of instability. No product and/or x-rays were returned for evaluation. Based on the available info a definitive cause can not be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.